Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device malfunctioned. No other details were provided.

Manufacturer narrative:
(B)(4). Date sent: 07/21/2010. Broken post the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, the fiirng trigger was not returning to its home position; after each firing it had to be manually assisted. The device was disassembled to verify the condition of the internal components and the handle post that holds the spring trigger return was found broken. It could not be determined what may have caused this condition. The device lockout as intended, but the orange indicator was already overtraveled when the device was received. No incident related to the reported event was observed during the batch record review.